Event description:
The pt was implanted with device in her left breast, first on 2/30/90 and again on 3/10/92. Subsequently the physician noted that the left device had ruptured and the pt had developed autoimmune symptoms and removed the device. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (co effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.